Manufacturer narrative:
(B)(4) = photophobia.

Event description:
It was reported that the patient experienced withdrawal; symptoms were not specified. The pump alarm was heard; not confirmed by telemetry. The reporter indicated that the hcp "is trying to take her off of the pump and that he is not letting her have any say in what happens". The patient was looking for a new physician. On (B) (6) 2009, the patient's primary healthcare professional (hcp) reported that the patient continued to have false fixed beliefs regarding her intrathecal baclofen pump. Several interrogations of the pump showed no alarms. The critical and non-critical alarms were demonstrated for the patient and she agreed those were not the beeps she heard, but insisted that her pump made different sounds - it clicked, vibrated, changed its own dose, and constantly flipped. The hcp was in the process of turning her pump down, so they could "deaccess" it so that the patient was able to transfer to another hcp. The patient was using oral baclofen to manage the return of symptoms. The hcp again recommended a psychological consult. The patient was seen by a prospective hcp that was considering taking over the patient's care and was also evaluated via a "5 day video eeg sopaning". The hcp reported the patient outcome as "no injury". On (B) (6) 2008, the patient was seen by a consultant. The patient had symptoms including increased spasms in her lower extremities, headaches, mild photophobia, itching, heart rate elevated, pain, mild fevers, and irritable/mood changes. The patient believed her pump was not working and her catheter was kinked. The plan was to discuss the patient in the rounds the next day; the discussion was to include the following: the patient may benefit from a dye study if the team found it appropriate to check for catheter kinks; an MRI of her brain and cervical spine might be helpful; placement of the pump currently showed that possibly it was sutured in only two spots because it was rotating on its axis (this presented somewhat of a risk to the patient in that the catheter may present itself over the refill port, which would put her at risk); she would benefit from a consultation with the movement disorder specialist; she may benefit from a physiatrist evaluation; a neuropsychiatric evaluation was desired; the patient was instructed to contact her current primary hcp for any issues prior to the new hcp making a decision regarding taking over her intrathecal pump management. The outcome of the discussion was not provided. On (B) (6) 2008, the patient was admitted for a "5 day video eeg sopaning" the summary was reported as follows: "in summary, the psychological profile is one that would normally raise doubts about valid symptom reporting, and it is a profile that is more commonly seen with psychogenic rather than organic origin for seizures. Many individuals with such defensive psychological profiles remain resistant to psychological interpretation and treatment, and they may persist in seeking medical testing, and may discount negative finds. Psychiatric counseling should be recommended if the veeg telemetry suggests psychogenic nonepileptic events. Finally, the impression of her movements from the movement disorder specialist was that they were psychological in origin. Her baclofen pump, despite her complaints of being out of position and flipped is in position with x-rays and appears to be appropriately working when interrogated. " the patient's concomitant medications included: vicodin, oral baclofen, singulair, requip, myobloc, sudafed, topamax, keppra, prednisone, naprosyn, albuteral, flovent. On (B) (6) 2010, the patient reported experiencing spasms and headaches; the headaches went away when supine. The patient was concerned with the pump, however, feels the pump has benefit because she can walk. Per the reporter, the pump likes to flip and needs to be repositioned, the catheter may be kinked and it sometimes goes over the pump, and there is a beep, but when the device is interrogated no alarms are detected. Additionally, the patient reported that the device is programmed with the wrong date (2011) and the "bolus stopped working". The current hcp plans on putting saline in the pump; the patient stated that the drug dose is low and she is "struggling with walking"; she would like the dose back up again. Per the patient; there is difficulty finding another hcp to manage the device.